Manufacturer narrative:
Related voluntary medwatch from: mw5145310. Medical device problem code - "3190 - insufficient information" for "1924: failure of implant" . Note: a recall could not be confirmed on this lead as specific product details were not provided and the model is not marked for recall. Insufficient information received from voluntary medwatch mw5145310.

Event description:
It was reported that the right ventricular (rv) lead was previously surgically abandoned with the indication of 'recalled dual coil'.